Event description:
The customer reports back to back results of 218 versus 98 mg/dl on the professional meter. No report of an adverse event. Controls were not run. Return requested and replacement was sent.